Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a coil got stuck between the hub and shaft of the catheter. The procedure was completed wih another device.